Manufacturer narrative:
The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Case comment: hepatic failure is considered listed as per therasphere instructions for use. The reporter, assessed the event as related to therasphere therapy, but the company believes that hepatic decompensation occurring 2 months after therasphere was unlikely related to therasphere, but rather to progression of underlying disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Report source literature description: journal: european journal of nuclear medicine and molecular imaging. Author: chiesa c., mira m., maccauro m., spreafico c., romito r., morosi c., camerini t., carrara m. Pellizzari s., negri a., aliberti g., sposito c., bhoori s., facciorusso a., civelli e., lanocita r. Title: radioembolization of hepatocarcinoma with 90y glass microspheres: development of an individualized treatment planning strategy based on dosimetry and radiobiology. Year: 2015.

Event description:
Treatment related liver decompensation with therasphere [hepatic failure]. Case description: initial information received on (B)(6) 2015: this literature case report was published in the european journal of nuclear medicine and molecular imaging, by chiesa c. And al., with the title "radioembolization of hepatocarcinoma with 90y glass microspheres: development of an individualized treatment planning strategy based on dosimetry and radiobiology" and concerned a patient of unspecified age and gender included in a phase ii study of 52 patients affected by hepatocarcinoma (hcc), with tumour burden less than 50% and without obstruction of the main portal vein trunk. This patient (study ID: 3) was reported to have compensated cirrhosis, and hcc with child-pugh score a6. The patient was injected with 90y-loaded glass microspheres (therasphere) for hcc, in the right lobe regularly 3.75 days after the reference time, with about 1 million microspheres/gbq. The amount of therapeutic activity was chosen in order to deliver 120 gy to the target lobe. The procedure used for injection was transarterial liver radioembolization (tare). According to the two methods of lesion delineation used, i.e. CT- and spect (single photon emission computed tomography)-based techniques, the patient received 121 gy to the target lobe as measured by CT or 136 gy as per spect. Details on liver volume and portion irradiated were provided (B)(6). It was estimated that the mean injected 90y-microspheres activity was 2.6 gbq. Absorbed dose was retrospectively calculated using 99mtc-maa (macroaggregated albumin) spect images. 99mtc-maa were prepared just before the angioscintigraphic administration, and 160 mbq was injected on average. Follow-up consisted of visit, laboratory exams and CT scan at the first and every third month. A time cut-off of 6 months was assumed to consider liver decompensation as a treatment related adverse event. On an unspecified date, 3.5 months after the procedure, the patient presented liver decompensation with symptoms of encephalopathy, ascites grade 2 and bilirubin at 3.1. Outcome of the liver decompensation was not reported. The authors assessed the event as related to treatment, but did not provide any seriousness criteria. Upon review, the company assessed the event as medically significant.

Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Treatment related liver decompensation with therasphere [hepatic failure]. Case description: initial information received on 01-jul-2015: this literature case report was published in the european journal of nuclear medicine and molecular imaging, by chiesa c. And al., with the title "radioembolization of hepatocarcinoma with 90y glass microspheres: development of an individualized treatment planning strategy based on dosimetry and radiobiology" and concerned a patient of unspecified age and gender included in a phase ii study of 52 patients affected by hepatocarcinoma (hcc), with tumour burden less than 50% and without obstruction of the main portal vein trunk. This patient (study ID: (B)(6)) was reported to have compensated cirrhosis, and hcc with child-plugh score a6. The patient was injected with 90y-loaded glass microspheres (therasphere) for hcc, in the right lobe regularly 3.75 days after the reference time, with about 1 million microspheres/gbq. The amount of therapeutic activity was chosen in order to deliver 120 gy to the target lobe. The procedure used for injection was transarterial liver radioembolization (tare). According to the two methods of lesion delineation used, i.e. CT- and spect (single photon emission computed tomography)-based techniques, the patient received 121 gy to the target lobe as measured by CT or 136 gy as per spect. Details on liver volume and portion irradiated were provided. It was estimated that the mean injected 90y-microspheres activity was 2.6 gbq. Absorbed dose was retrospectively calculated using 99mtc-maa (macroaggregated albumin) spect images. 99mtc-maa were prepared just before the angioscintigraphic administration, and 160 mbq was injected on average. Follow-up consisted of visit, laboratory exams and CT scan at the first and every third month. A time cut-off of 6 months was assumed to consider liver decompensation as a treatment related adverse event. On an unspecified date, 3.5 months after the procedure, the patient presented liver decompensation with symptoms of encephalopathy, ascites grade 2 and bilirubin at 3.1. Outcome of the liver decompensation was not reported. The authors assessed the event as related to treatment, but did not provide any seriousness criteria. Upon review, the company assessed the event as medically significant. Follow-up information was received on 29-jun-2016: follow up information was requested to further investigate the event but no new information has been received. All follow-up attempts were completed. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: hepatic failure is considered listed as per therasphere instructions for use. The reporter, assessed the event as related to therasphere therapy, but the company believes that hepatic decompensation occurring 3.5 months after therasphere was unlikely related to therasphere, but rather to progression of underlying disease this single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.